Event description:
During code, respiratory care practitioner noted an air leak from the patient's tracheostomy tube. In view of the secretions, the inner cannula was changed. Several different sizes of inner cannula were noted at the bedside. After the old cannula was removed, a #8 inner cannula was inserted into the tracheostomy tube. Upon inspection, the old inner cannula was noted to be a #4 inner cannula. Device labeling issue: please address the following product safety concerns by: 1) stamping the size of the inner cannula on the hub that has the warning (do not clean or reuse). The size currently printed on the neck of the inner cannula is hard to see. 2) changing the configuration of the clip to accept only the size it is designed for. 3) label the packaging with larger sizing information. The current packaging for these products are similar and some changes in labeling would be helpful.